Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
Time: 05:07 pm, blood glucose (mg/dl): 101, bolus (units) 1.90u. The customer's father took the customer to the e.r. Where she was manually injected with insulin. They stayed in the e.r. Until 1 am. The pod was discarded.